Event description:
It was reported that a home patient (hp) noticed air in the patient line during the initial drain. The hp was connected at the time of the observed air. Nothing unusual was noted during troubleshooting for the air. A technical service representative (tsr) instructed the hp to cycle the power in order to clear the alarm. The tsr reviewed proper procedures with the hp, and the hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.